Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating there was an issue in the flat detector controller, preventing x-rays. A log review revealed a "connection lost with fdc" error. Upon troubleshooting, the fse confirmed that the flat detector controller had failed. To resolve the issue, the fse replaced the flat detector controller and cleared the cache on both the fdc and the allura system. After this step, configuration changes were successfully saved. The fse then reloaded the data correction set. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on a re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was an issue in flat detector controller, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.